Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and no anomalies were found. Analysis revealed the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent and extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical devices: 693565 lead, (B)(4) 2015, (B)(6).

Event description:
It was reported that the evening following a right ventricular (rv) lead revision, the patient began having increased ventricular ectopy. A device check the following day confirmed that the right atrial (ra) lead was dislodged. The atrial pacing/sensing was turned off by reprogramming and the ra lead was later explanted and replaced. The patient is currently enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.